Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.